Event description:
It was reported that the ra lead was not sensing all atrial signals, and it was not possible to provide atrial stimulation. Upon further investigation, it was reported that the ra lead was dislodged. The lead was capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.